Event description:
The guide wire was given to the physician who noted that the tip of the wire was curved and looked as though the wire itself had been stretched. The guidewire was replaced by another before being used on the patient. No patient harm.====================== manufacturer response for guide wire with hydrophilic coating, transend======================unknown at this time.